Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device changeout procedure, this lead was placed into new generator and during the tug test it was observed that the insulation head pulled back from the distal pin. Subsequently, this lead was surgically abandoned and capped and another lead was required to be placed. No additional adverse patient effects were reported. This product is no longer in-service.